Event description:
Complainant alleged that while attempting to a monitor pt the device powered up to a blank screen. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.